Event description:
Technician alleged the brake caster is ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The technician found the brake caster is faulty. The technician replaced the left foot brake caster to resolve the issue.